Manufacturer narrative:
Other, other text: g5 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation.. Visual and functional testing were performed. No problems or issues were identified during this device history record review. One unit was returned for evaluation; the unit was received in decontaminated condition without its original package inside a plastic bag. The complainant returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Results: was observed that the joint between the 3-way connector and the single port cap was broken. The complaint was confirmed. Continue with the analysis, it was tried to replicate the failure reported, following the below steps: the single port cap was normally assembled to the 3-way connector and was bend with the hand applying pressure. Results: the assembly was broken in a similar way than the returned unit. Conclusions: based on the test performed, it is concluded that the failure reported could be reproduced by bending the assembly with force. And it can be observed that the cuts in the tested unit are like the cuts in the complainant unit. The root cause of the reported problem most probable was that the product become damaged after it left manufacturing site. No corrective actions were implemented, it will be continue monitoring this failure condition in this product for threshold or escalation. An awareness notification was conducted on production floor by quality engineer in order to notify about failure reported by customer.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory had a broken line. There were no reported adverse events reported.